Event description:
Medtronic received a report that during intracranial aneurysm embolization, after the echelon microcatheter was delivered into place, it was found that there was no distal marker. After it was withdrawn, it was replaced with a new one to continue the operation. There were no symptoms reported. The reported device and any accessory devices were prepared as indicated in the IFU the catheter was flushed as indicated in the IFU. The patient was being treated for an aneurysm. Vessel tortuosity was normal. Access vessel was the femoral artery.

Manufacturer narrative:
H3: the echelon-10 micro catheter was returned for analysis. No damages or irregularities were found with the echelon-10 micro catheter hub. Dried saline was found within the hub. No damages or irregularities were found with the echelon-10 micro catheter body or proximal marker band. The distal marker band and distal tip was found separated from the rest of the micro catheter with the inner liner broken. The edge of the break was found jagged. The distal segment was not returned for analysis. The braid was found partially exposed. The coating of the distal ~2.0cm of the micro catheter appears damaged. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The jagged edge at the break area, the coating damage, and the inner liner break indicates that the device failed due to tensile overload. However, the root cause could not be determined. It is possible the tip became damaged during customer shaping process or when the device was removed from packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.